Manufacturer narrative:
Product complaint # ==> (B)(4). Updated section on this medwatch report: b4, d9, g3, g6, h2, h3 and and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information received on 07-dec-2023 indicated that no excessive force was applied to the device. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, prior to use, the physician opened the packaging of a EU ent4.5mmd 22mml wno dstl tp (enc452200, 6948522) and removed the device from dispenser hoop, it was found that the stent was released automatically. The stent body was separated prematurely from the delivery wire. The device was not used in patient. The physician switched to a new stent to complete the surgery. There was no patient injury as the device was not clinically used.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4).complaint conclusion: as reported by the field, prior to use, the physician opened the packaging of a EU ent4.5mmd 22mml wno dstl tp (enc452200, 6948522) and removed the device from dispenser hoop, it was found that the stent was released automatically. The stent body was separated prematurely from the delivery wire. The device was not used in patient. The physician switched to a new stent to complete the surgery. There was no patient injury as the device was not clinically used. Additional information received on 07-dec-2023 indicated that no excessive force was applied to the device. A non-sterile EU ent4.5mmd 22mml wno dstl tp was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit and this remained inside the introducer. The delivery wire and the introducer were found to be in good condition (i.e., no kinks, bents, or elongations). The delivery wire component was inspected under microscopic magnification, and no further damage was noted. The retraction bump and marker distance were subjected to dimensional analysis, and all measurements were found to be within specification. Since the distance between the delivery wire tip and reference marker was found to be within specifications, manufacturing or design defects are not suspected. The customer complaint regarding a stent being prematurely detached was confirmed since the stent was noted as already separated from the delivery system. It is possible that the delivery wire was pulled sufficiently to disengage it from the stent in the attempt of retract the stent. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6948522. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: confirm that the delivery wire does not move relative to the introducer during removal of the cerenovus enterprise 2 vascular reconstruction device from the dispenser hoop. Confirm that the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.